Event description:
In a laparoscopic roux-en-y gastric bypass procedure, after the battery had been inserted into the i60 stapler, the device failed to respond. The procedure was completed by means of another i60 stapler.

Manufacturer narrative:
The i60 was visually and functionally evaluated. The device was found to have some contaminant on the contact of the gear selector switch, resulting in the red led and lack of responsiveness as had been reported. The complaint will be trended and monitored.